Manufacturer narrative:
Vibratory alert for high shock coil impedance while impedance was normal. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at the emergency room due to a vibratory alert indicating a high shock coil impedance. Upon review and several checks, impedance levels were all within normal limits. Unrelated programming changes were made to the post paced threshold to prevent t wave oversensing. The patient was discharged.